Event description:
It was reported that a patient presented to clinic as the insertable cardiac monitor (icm) sent an alert that a device reset had occurred. The icm was unable to be interrogated. On (B)(6) 2025, the physician elected to explant and replace the icm. The patient condition was not known.

Manufacturer narrative:
The reported events of inappropriate or unexpected reset and no ble telemetry were confirmed. Device arrived in reset and later was unable to interrogate. The device was cut open for further testing, which revealed that the battery was depleted. Upon removing the battery, it recovered to normal levels. Premature battery depletion is consistent with high current latch-up. A longevity calculation was performed and found that the battery depletion was premature. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Correction: d9 date returned to manufacturer updated from 01 jul 2025 to 07 jul 2025.

Event description:
New information received notes that the patient was stable throughout the procedure.